Event description:
It was reported that the patient previously experienced an infection. A leadless implantable pulse generator (ipg) was placed in the interim while the patient healed. Once healed, the leadless ipg was turned off, and replaced with a new bi-ventricular (crt-p) system. Before the new crt-p placement, the leadless ipg was found to have a pacing problem and intermittent capture at max outputs. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.